Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the there were air bubbles in the tubing. Customer's blood glucose was unknown. Customer changed the entire set to resolve the issue. Customer was advised to monitor the issue. Customer will not be returning the reservoir for analysis.